Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with the description of "cover-lock jam message." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Fluid ingress was found internal to the device. Electronic components were damaged due to the ingress. The power supply was damaged from the spill and replaced. The device was upgraded to the current fluid ingress remediation. The device was cleaned and older parts not related to the fluid ingress were replaced. The device was returned to service. (B)(4).